Event description:
The problem on the first vapotherm unit (B)(4) with a faulty o2 sensor was confirmed by clinical technology. The tech replaced the sensor and verified that the flow, o2 concentration and temperature are accurate. This was returned back to respiratory therapy (rt) to be set up and rt will deliver to nursery when completed.